Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Due to a superior and anterior position the laa was difficult to access. Multiple recaptures of the closure device were performed in the distal laa. The procedure was aborted due to the challenging anatomy and the patient was transferred to the post anesthesia care unit (pacu) for recovery. Approximately 30-45 minutes post procedure, the patient became hypotensive and experienced dyspnea and chest pain. A pericardial effusion was identified around the right atrium and a pericardiocentesis was performed. Four days post index procedure the patient fully recovered and was discharged.